Event description:
Received report from rptr and subsequently spoke with personnel at the facility. Event occurred on 3/21/00 approx 25 mins into treatment, the drip chamber exploded - top and bottom came off and blood splattered on the pt and onto the pt in the next chair. The estimated blood loss for the pt receiving the treatment was approx 250cc. The blood flow rate was 400ml/min and the "vp" was 300. The pt had a graft and has no access problems. The sample is available.